Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported instability. The patient impact beyond the reported revision cannot be determined with the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee system revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, joint laxity and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2017, patient experienced instability of the g2 const insrt sz1-2 15mm. A revision surgery was conducted on (B)(6) 2023 to exchange the device with a new g2 const insrt sz1-2 21mm. The current health status of the patient is unknown.